Manufacturer narrative:
The first sentence should read: information received from the healthcare professional (hcp) reported that patient told them that their implantable neurostimulator (ins) had ¿broken from it¿s pocket¿. (Not "broken for it¿s pocket") a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that patient told them that their implantable neurostimulator (ins) had broken for its pocket. It was not known if the patient meant that the ins had moved or that it had broken through the skin. The indications for use for the implanted device were noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.